Event description:
Caller reported damage to the usb port and pins, which affected the ability to charge the pump and caused it to shut down. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.